Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery power to the harvesting tool failed to work while harvesting the saphenous vein when the surgeon was using the valleylab cautery device near the left internal mammary artery. While troubleshooting, they noticed the hemopro worked fine when the valleylab cautery device was not being used. When the cautery device was being used, there was no energy to the hemopro jaws. The vh3010 power supply would emit a rapid 'beep beep beep' sound that is different from the steady beeping when activated. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25131962, 25131837, 25131808, the last 3 lots shipped to the account prior to the event date. There was no non conformance which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery power to the harvesting tool failed to work while harvesting the saphenous vein when the surgeon was using the valleylab cautery device near the left internal mammory artery. While troubleshooting, they noticed the hemopro worked fine when the valleylab cautery device was not being used. When the cautery device was being used, there was no energy to the hemopro jaws. The vh3010 power supply would emit a rapid 'beep beep beep' sound that is different from the steady beeping when activated. The hospital did not report any patient effects.